Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, loss of capture was exhibited on this right ventricular (rv) lead. The patient was asymptomatic to the loss of pacing. Further investigation revealed that the loss of capture was due to increased pacing thresholds and lead dislodgment. The lead outputs were reprogrammed. This lead remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen again two weeks after the follow-up. No further programming changes were made and the physician elected not to schedule a revision procedure to move the lead. The physician will continue to monitor the system.